Event description:
It was reported that the patient has deceased. There was no allegation from a healthcare professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.